Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of ¿breast nodules in both mammary glands¿, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 3.35ml of harmonyca lidocaine. Seven months post injections, the patient experienced non device related ¿breast nodules in both mammary glands and mammary gland hyperplasia.¿ no treatment was provided. The event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 3.35ml of harmonyca lidocaine. Approximately two months later, the patient experienced non device related ¿mastalgia right breast.¿ no treatment was provided. About six months later, the event resolved. About five months after the last event, the patient experienced non device related ¿breast nodules in both mammary glands and mammary gland hyperplasia.¿ no treatment was provided. The events breast nodules in both mammary glands and mammary gland hyperplasia are ongoing.